Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery rapidly depleted. Pump was not being used for insulin therapy; there was no impact to blood glucose.